Event description:
It was reported that a patient presented to the emergency room with bradycardia on (B)(6) 2026. The patient was interrogated, and it was noted that there was no capture at max output on the right ventricle leadless pacemaker (rvlp). X-ray was performed and confirmed that the rvlp was in the original position. Microdislodgement was suspected. The physician elected to explant and replace the rvlp. The patient was stable following the procedure.